Event description:
Newest pumps from hospira/ICU medical - plum 360 - have a design/manufacturing flaw that might cause the pump to turn off without any alarm or alert to the care providers. The connectivity engine (ce) module on the pumps manufactured between april 29, 2015 and october 25, 2016 might disengage causing the pump to turn off.

Event description:
Newest pumps from hospira/ICU medical - plum 360 - have a design/manufacturing flaw that might cause the pump to turn off without any alarm or alert to the care providers. The connectivity engine (ce) module on the pumps manufactured between april 29, 2015 and october 25, 2016 might disengage causing the pump to turn off.